Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported broken PICC during treatment with doxetaxel. Leakage at mark 3 cm. PICC inserted to cephalic vein left, 48cm length, visible for o-point to insertion site 2cm. Verified with sherlock 3cg and secured with securacath. No used for radiological scan. The position of the catheter tip is considered to be in the lower part of the superior vena cava at the transition to the right atrium. Optimal position that does not need to be x-rayed. Ok to use. Flushes according to routine with sodium chloride.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed proximal to the 7 cm depth mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed but the cause is unknown. The returned photograph showed the implicated 4fr single-lumen powerpicc solo catheter from the molded suture wings to approximately the 5cm depth marking. The catheter contained a small semi-circumferential split in the catheter tubing near the 3cm depth markings. The catheter depth markings were faded distal of the 2cm depth marking. There were no distinguishing features visible in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.